Event description:
Analysis of the returned generator was completed. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient is experiencing more seizures that may be due to the device nearing end of service. It was noted that the generator was at ifi - yes. Device diagnostics were within normal limits. Clinic notes dated (B)(6) 2014 note that the patient was experiencing worsening of seizures in the form of full body stiffening/spasms lasting 3-4 minutes with clustering. It was noted that the device was showing near end of life and the patient will be referred for surgery. The patient underwent generator replacement. Device diagnostics with the new generator were within normal limits. An implant card was received indicating that the generator was replaced due to ifi - yes. The explanted generator was received for analysis. Analysis is underway, but has not been completed to date.